Event description:
A user facility reported to olympus that during preparations to use the evis exera iii video system center, there was a (b30) and (e216) scope communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service representative was dispatched to the user facility and found:" the error message was caused by 2 endoscopes with water damage. No processor error. Cause: incorrect handling of the washer-disinfector." Additional information has been requested regarding the 2nd endoscope and have not received response at the time of this report. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reproducibility of the phenomenon was unknown because the device was not returned from the facility. However, it was confirmed from field service inspection that the error message was caused by the water damage to the two endoscopes likely from incorrect cleaning during reprocessing. Olympus will continue to monitor field performance for this device.